Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, a cartridge change error occurred while customer was loading cartridge. Reportedly, customer left the ER 4-5 hours later. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.